Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received emergency medical assistance on an unspecified date with an unknown blood glucose at the time of the incident. The customer did not mention how they treated or any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active. Troubleshooting was not completed. The customer reported wearing the insulin pump for 5 weeks, the insulin pump failed during the night, and they were picked up by an ambulance. No further information was provided. The insulin pump will not be returned for analysis.